Manufacturer narrative:
Device evaluation results: one bivona tracheostomy tube was returned for investigation in used condition. Visual inspection was performed at a distance of 12 inches and under normal lighting conditions. No damage was observed. The sample was then functionally tested by inflating the device with 15 cubic centimetres of air. The cuff immediately deflated following the inflation due to a hole in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the hole in the cuff was not known. A root cause was not established.

Manufacturer narrative:
Other, other text: additional information was received from the customer indicating that a tube change out occurred, and the patient recovered. Patient information was also received and updated.

Event description:
The tube was found leaking during use. There were no reported adverse events.